Event description:
Device 4 of 5. Reference MFR reports: 1627487-2013-02441, 02442, 02443 and 02445. The pt has four leads (from three lots) and two extensions (from the same lot). It was reported the pt's scs system was auto-reducing. Diagnostic testing revealed invalid impedance readings on multiple lead contacts. An x-ray showed one of the lead extensions had pulled out of the ipg header. F/u indicated more lead contacts had invalid impedance measurements. Surgical intervention will be undertaken to address the issue. As the affected leads and extensions are unk, all of the pt's devices are being reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.